Event description:
While using the x-sizer over a short filter wire the physician was using a magnet by boston sci and it wasn't working to keep the filter wire in place. The physician decided to remove everything in one movement and then take a cine film and found a perforation. A temporary pacer was inserted and atropine was administered and the physician put a wire back down and did several balloon inflations and the st segments were normalized on EKG and the pt's chest pain subsided. The pt was stable after the physician placed the balloon catheter and the perforation tamponades after approximately 30 minutes.